Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicates that this chronic rv lead displayed high shock impedances with a newly implant device. Follow up information from the local field representative indicated that shock impedance testing during the implant procedure yielded normal measurements. As such, the system will continued to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. Additional information indicated that the paceart noted a shock impedance measurement of 119-124 ohms with a baseline around 100 ohms. The measurement of the shock impedance returned to a baseline level. The cause of the observation was not identified. The system remains in service. No adverse patient effects were reported.